Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 16. Details of surgery: sinus perforation and sinus augmentation. On (B)(6) 2016, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: abscess. No further patient complications were reported.